Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt reported their device was not charging and they were due for an implant replacement and the pt was notified in september (ps understood this as pt misunderstood the question). Pt notified their rep in may or june of the issue and rep wasn't able to help. Pt noted they had little success and the rep stopped by friday night and was able to help keep it going. Pt noted that they were supposed to have their implant replaced in september but nobody has contacted them about the process. Pt also stated they were having pain and could use some help. The patient was redirected to their healthcare provider to further address the issue. Additional information received from a manufacturer representative (rep). It was reported the cause of the pain and inability to charge was the ins was over discharged in may 2022 due to patient compliance. The patient was near eol and wanted to pursue a replacement. The issue was not resolved.